Event description:
Customer reported an issue with the speaker and vibrate function of the pump, as the speaker was not audible even after adjusting the settings. The blood glucose level displayed as "high," but the specific value was unknown. However, customer managed the situation by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Cts instructed the customer through various checks, but the pump failed to produce a sound for an alert. Consequently, cts decided to replace the pump and advised the customer on using a backup therapy of mdi to ensure uninterrupted insulin delivery. The customer was informed about the forthcoming replacement pump equipped with updated software, along with training availability, and instructed to return the faulty pump using a pre-paid label.